Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event typically caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, torquing while leveraging the device and/or using the incorrect screw with the driver (screw does not seat fully on the driver). The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction procedure, the surgeon was backing up the acl with a 4.5 bi-cortical post. As he was implanting, when the post was fully seated, he went to give one more turn and the tip of the driver broke-off onto the post. The driver tip was unable to be retrieved and was left in the patient with the post fully seated. Patient is a female.